Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. The alarm occurred during an unspecified step of peritoneal dialysis therapy. There was nothing unusual found that would cause or contribute to the alarm. It was reported that the patient would complete therapy by using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to the reported problem during the manufacture of this lot. The cassette was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.